Event description:
It was reported that the user observed a red notification indicator and was concerned insulin delivery was paused; troubleshooting confirmed insulin delivery was active, and the user had received an urgent low soon alert with glucose at 70 mg/dl and trending downward. Symptoms included headache associated with hypoglycemia. Outcomes included user-initiated oral treatment with fast-acting carbohydrates and understanding of follow-up instructions. Investigation included technical support review and user education regarding device notifications and alert response. Investigation of this case revealed no malfunction of insulin delivery and appropriate system alerting. It was concluded that the event was hypoglycemia of unclear cause with no device failure identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.